Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo investigation summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on two pictures received. Visual analysis of the pictures received determined that two detached needles and two needle/suture pieces that appear to be broken of product code epm8755 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation, only an overwrap and an empty opened folder were received. A manufacturing record evaluation was performed for the finished device lot number qpbdqh and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable., device history lot: a manufacturing record evaluation was performed for the finished device batch qpbdqh and no non-conformances were identified.

Manufacturer narrative:
(B)(4).device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture broke when sewing in coronary artery bypass surgery. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.